Event description:
It was reported that this right ventricular (rv) lead exhibited low amplitude. Additionally, oversensing and undersensing were observed. Boston scientific technical services (ts) was consulted and recommended further evaluation of the lead. No adverse patient effects were reported. At this time, this lead remains in service.